Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, analysis is not complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood in the distal sheath and on the handle, consistent with handling and the reported information that the system was advanced into the anatomy. The stent implant was returned dislodged. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. There was a kink in the distal sheath at the distal end of the proximal marker. There was no other damage noted to the ses. The handle lock was in the locked position. The handle was opened and it was observed that the rack was in the distal position and not retracted. The internal mechanisms were intact. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, based on the additional reported information, it appears that the premature deployment may be related to interaction with the introducer sheath. The kink noted on the distal sheath further suggests this interaction. It is possible that during insertion through the introducer sheath, the distal sheath of the absolute pro kinked causing the stent to partially deploy. A definitive cause for the premature deployment could not be determined; however, the stent being fully deployed from the distal outer sheath appears to be related to additional handling after the partial deployment. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also visually inspects all shafts.

Event description:
It was reported that when the absolute pro stent system was removed from the packaging, it was noted that the stent was partially deployed. The device was not used and there was no patient involvement. A new absolute stent system was used successfully. There was no significant clinical delay in the procedure. Though requested, no additional information has been provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the stent system was introduced into the anatomy through a 6fr sheath. The physician changed his mind and decided to balloon the more distal lesion first and then proceed with stenting; therefore, the stent system was removed from the anatomy. Upon removal of the stent system from the anatomy, it was noted that the tip of the stent had partially deployed.